Event description:
The hospital staff stated bed hi/low fell two inches for no reason. The bed was almost all the way down and the nurse said it just fell.

Manufacturer narrative:
The field technician found that the blower box had hung up on j channel when bed was lowering, contacting the j channel when the bed was almost all the way down. He repositioned the blower bracket where it wouldn't contact j frame to repair the bed.